Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was believed to have dislodged and was exhibiting loss of capture. The patient had an underlying rhythm at 40 beats-per-minute, so no asystole was observed. The device was reprogrammed and the patient will continue to be monitored. The rv lead remains implanted and in service. No adverse patient effects were reported.